Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 with pectoral muscle stimulation. Upon interrogation of the patient's pacemaker, it was noted that an error message stated that diagnostics were not usable and suggested to perform a read and clear of the device. The device was found to be operating in backup vvi mode, and was subsequently reprogrammed which resolved the backup issue. The physician also noted that longevity has dropped to about half of the value noted before reset, but still within the normal range of projected longevity. It was determined that the battery required some time to stabilize after backup operation and was not considered an anomalous behavior. The patient's condition was stable throughout the event.